Event description:
The international affiliate reported on behalf of their customer the following incident: it was reported that the patient, male developed "large erythematous lesions at the level of femoral site; lesions which are more visible at the level of the arterial catheter site. With these lesions, there are ulcerations. In the central venous catheter site in jugular, no lesion was noticed. All biopatch samples were removed from the catheter sites. The patient was in cardiac surgery post op with a fragile skin and important edema. Position of an haemodialysis catheter and an arterial catheter in right femoral and position of central venous catheter in left jugular. The biopatch was in place in all three catheter sites since 2007 with change of the devices every 3 days. Additional information was requested: what type of cardiac surgery did the patient undergo? Where was the patient's edema located? Was the patient on hemodialysis prior to the cardiac surgery? How long have the catheters been in the right femoral? Where any medications administered through either femoral line? What type of skin prep was used at the femoral and jugular sites? Was the same lot # of biopatch used at the femoral (x2) and jugular sites? What type of dressing was placed over the biopatch at these locations? Did these dressings damage the skin at all or cause skin tearing when removed? How many times were the biopatch changed since on the same day, was the same lot# of biopatch used every time? Are any biopatch devices of the same lot # available for evaluation? Can you clarify what the reaction looked like? Please verify that a reaction never occurred at the jugular site. Was any medical or surgical treatment required as a result of the reaction? How is the patient currently?

Manufacturer narrative:
The product involved in the reported incident is not available for return and evaluation. An investigation has been initiated based on the reported information.